Event description:
It has been reported to philips that fluoroscopy and x-rays were not possible. The system was in clinical use at the time of the reported event. The patient procedure was rescheduled. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a heart cath coronary procedure was performed when the issue happened, and the procedure was aborted and rescheduled. Field service engineer (fse) visited onsite and confirmed a fluoroscopy was not possible. Upon troubleshooting, the fse found the footswitch non-functional in the examination room, even though it worked in the control room. Trying another footswitch also failed before realizing it was the power supply at fault. The fse replaced the tbcb board and found faults in the ups and acb cable. To resolve the problem, the fse bypassed the philips-installed ups to restore system capacity and sent the parts for further analysis and sib box it showed led issue, causing boot failure despite resets and for auxiliary connection box it shows water stains indicate no system connection. After replacing the cfsib, sib, f15 fuse, tbcb board, acb and bypassed the ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.